Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the cause of the high impedances was not determined. The issue is not yet resolved. This information was confirmed by the physician.

Manufacturer narrative:
Continuation of medical devices: product ID 3389s-40, lot# va1mnps, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the number 2 contact was showing impedances over 14000. None known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved multiple impedance checks which all showed elevated impedances on the #2 contact. Interventions/actions included x-rays getting taken. No obvious fractures or issues per x-ray. The issue is not yet resolved at the time of this report. No symptoms were reported. No further complications were reported or anticipated with this event.